Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination showed the feeding port was open and medication port was closed. The suction port plug/ cap had been detached and not returned. A 5mm x 3mm section of the suction port was missing where the plug/cap was originally attached. The port was also found to be split as if forced or stretched open. The condition of the returned unit was consistent with the complaint incident that the suction port was broken and leaking. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was used during a procedure (date is unknown). According to the complainant, on (B)(6), 2011 the nurse reported the suction port was broken and leaking. The problem occurred outside the patient. . The procedure was completed with a new three port through the peg jejunal feeding tube (j-tube) there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.